Event description:
The site reported that a pt sustained a burn on the right forehead during an mr exam. During the "gamma knife location" scan, the doctor reportedly used a metal aluminum shelf in order to locate the pt's head in the quad head coil. At the completion of protocols 3d-t1 spgr and normal t1 and t2 "gamma knife location" scan with 2d fast spin echo based pulse sequences, the pt felt an ache on her right forehead on which a burn mark developed. The burn was described to be a 1.5cm x 1.6cm dark area of the skin. The pt received treatment. Additionally, a blister had formed on the same area the following day. Info on the method of treatment is currently not available.

Manufacturer narrative:
An investigation is ongoing.